Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed with the usual method without problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.